Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial connector portion of the lead was returned in one piece measuring 7.2 cm. Full breached insulation degradation was found at 4.6 cm from connector pin.

Event description:
This report is to advise of an event observed during analysis.